Event description:
It was reported that the pt's pump stalled due to a MRI or other medical procedure. The pump stall was confirmed in the event logs. The pump logs noted that the stall recovered 18 hours and 50 minutes later. The pt did not experience any symptoms.